Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose level under 20 mg/dl. Customer stated that she hit a mailbox and the perceived cause of the low blood glucose was that she over corrected. Customer stated that she was having some issues with her infusion sets. Customer stated that she has had it in for 3 or 3.5 days and it is itchy causing irritation. Customer stated that she has scar tissue and the skin is red and coming out. Customer stated that there is no blood at site currently. Customer was advised to monitor the issue.